Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced signal loss on the receiver for 3 plus hours. On (B)(6) 2024, the patient was brought to the hospital because the patient was feeling nauseated, throwing up, and weak. He had high sugar at that time and was not notified of his glycemic state by the dexcom receiver because of the signal loss issue. It was not documented whether the patient was monitoring the bg (blood glucose) by fingerstick during the period in signal loss nor what the last known reading was. The patient was hospitalized for 4 days during which he confirmed he was treated with insulin. At the time of the report, the patient was doing okay. Of note, when technical support follows up with the patient on (B)(6) 2024 for more details about the episode, the patient reportedly did not remember contacting dexcom about an issue on the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.